Event description:
It was reported that during a right sided implant attempt of the lead, the physician noticed there was an insulation breach approximately two inches distally from the strain relief and blood ingress was noted in the area of the silicone breach. It was also noted that the clavicular space was tight and there was a lot of tugging and pulling on the lead, so the breach may have occurred during the procedure. When measurements were taken, the patient was in atrial flutter and capture thresholds could not be assessed. The lead was not used and a new lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was breached cut. It was noted the proximal conductor had blood/body fluid (not obstructed), there was blood in/on the helix/lobe mechanism, and the lead appeared damaged at implant.